Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals were lower than programmed rates for (B)(6) 2012 due to multiple suspends. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011, the patient obtained elevated blood glucose readings ranging from 300 mg/dl to 390 mg/dl, and she tested moderately positive for ketones. The patient did not report any other symptoms of high or low blood glucose levels. The patient noted that her blood glucose levels continued to be elevated despite taking bolus doses of insulin via a syringe. Troubleshooting revealed there were no issues with the infusion set or site, the pump settings, programming, basal setting and date/time were correct, and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient obtained blood glucose readings and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.